Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.3. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted into the hospital with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reported experiencing dry mouth, dizziness, difficulty standing, and frequent urination. The patient treatment and discharge date were not provided. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.